Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with continuous glucose monitoring and confirmatory fingersticks indicating a nadir of 39 mg/dl; the user self-treated lows with glucose tablets, sometimes paused insulin delivery, and was counseled that preemptive treatment and pump pauses can affect automated insulin adaptation, while no device malfunction was identified due to insufficient information. Symptoms included hypoglycemia, diaphoresis, muscle weakness, and lethargy. Outcomes included a minor illness/impairment that was resolved with self-treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information about a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.